Manufacturer narrative:
The ge service rep ordered and replaced the system drive and tested system functionality. The system operates as intended.

Event description:
The customer reported that the system lost power while booting twice.